Event description:
It was reported that the patient experienced a severe positional headache post-op that could have possibly been related to cerebrospinal (csf) fluid leak. The csf lead was not confirmed. The patient was kept in the hospital overnight after surgery for monitoring. The headache was resolved by the following morning and the patient was without any other signs or symptoms of possible csf leak. The event resulted in in-patient or prolonged hospitalization. The outcome was resolved without sequelae.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).